Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018. Clarification to b1 and h1: no adverse event and no serious injury as implant found intact.

Event description:
Healthcare professional reported left rupture that was subsequently found intact during explant. Un-reporting rupture.